Event description:
It was reported that during a laparoscopic ovarian cystectomy procedure the surgeon was upsizing from a 5mm to a 12mm port in order to use a specimen retrieval bag. The surgeon does not use bladed trocars. The 12 mm trocar was handed to the surgeon; he asked the tech what the trocar was. Since the 12 mm trocar(bladed) was opened, the surgeon decided to use it. The surgeon removed the 5mm trocar and had his finger over the portsite, but lost pneumoperitoneum when he moved his hand and then inserted the 12 mm trocar into the same facial defect that had been created for the 5mm trocar. Upon insertion of 12mm trocar, the surgeon hit the aorta and the inferior vena cava. It was not known how the bleeding was stopped or controlled. The patient was transferred to another hospital on (B)(6) 2014 for repair of vascular injury by vascular surgeon. The patient was admitted to the ICU on (B)(6) 2014 and was still in ICU as of (B)(6) 2014. Seven units of blood were transfused into the patient but it is unknown when blood products were administered. No device will be returned.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained by the sales rep: what was the patient¿s position upon entry? It was a gyn procedure so the patient was in lithotomy. Was the patient¿s anatomy normal? Unknown. What was the entrance point of the trocar? Unknown. Did the surgeon insufflate prior to insertion? Insufflator was lost in between removing the 5mm port and inserting the larger port. When the device was inserted, was it in the armed position? Unknown. What is the patient¿s current status? Is the patient expected to have a full recovery? The patient was discharged from the hospital and expected to make a full recovery. Will there be any in-service completed on the bladed trocar technique? I will in service on the use of the device.